Event description:
It was reported that a home patient (hp) on continuous ambulatory peritoneal dialysis had a leak between the white twist clamp and the tubing on the minicap transfer set during use, while the hp was connected. There was patient involvement, but there was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number indicated no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. (Same patient as in related (B)(4).) Upon completion of the investigation or should additional relevant information become available, a supplemental report will be submitted.